Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in an inappropriate mode switch (ams). The atrial lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found that as received, a partial lead of the distal portion was returned in one piece. Electrical testing found the lead was shorting due to procedural damage at the middle region of the lead. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.